Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent repair of recurrent umbilical and epigastric hernia with implant of composix kugel mesh. Lysis of sigmoid adhesions were performed on the left lower quadrant. On (B)(6) 2007 - patient underwent trigger point injection for periumbilical pain. On (B)(6) 2007 - patient complained of pain after implant of composix kugel mesh, and underwent explant of the mesh. Mesh was noted to be scarred and mildly contracted. Omentum adhesions to the mesh were lysed. A non-bard mesh was implanted to repair the incisional-abdominal wall hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity, gout and hypertension. Office visits between (B)(6) 2007 to (B)(6) 2012 not a chronic complaint of pain, which appears to have begun after an umbilical hernia repair in 1995. Work-ups and CT scans were negative. Patient underwent trigger point injections, which were unsuccessful in alleviating the pain. One physician notes that the explant of composix kugel mesh has increased his discomfort. It is unclear what is causing the pain. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. There is no indication of defective mesh, and no pathology to confirm explant. Additionally, no product has been returned for evaluation. If any additional information is obtained, a follow-u MDR will be submitted.